Event description:
Guidant received information that the patient's implantable cardioverter defibrillator (ICD) was emitting beeping tones. Interrogation of this device produced an error message indicating a low impedance measurement (0 ohms). The stored egm demonstrated normal paced rhythms with periods of inappropriate inhibited pacing. At the time, the physician also elected to perform an invasive procedure. Upon visual examination, it was noted that the lead had sustained insulation damage between the rate/sense pin and yoke.